Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 512 mg/dl. Cause of high bg was not known. Customer went to the emergency room with moderate ketones and was subsequently admitted to the hospital with diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin resolving the issue with no permanent damage. Tandem technical support did a pump system check with the customer and found an incomplete bolus alert. Cts educated the customer on what an incomplete bolus alert indicates, customer acknowledged education. Multiple attempts were made by tandem¿s technical support to obtain discharge date; however, customer did not reply.